Event description:
Consultant reports during an oblique osteotomy, surgeon noticed the saw blade parallel 12mm /25mm/ 4mm blade appeared too short prior to use. Surgeon used a ruler to measure the blade and stated it appeared shorter than 4mm. Surgeon opened a second blade from the box outside the surgical field and compared it to the first, noting that it, too, appeared shorter than 4mm. It is reported surgeon used the blade and removed very little bone from the cut. Surgeon then applied the plate and compressed. It is reported review of x-rays it was determined the amount of correction was not achieved. Surgeon removed the plate and used a separate saw blade to free-hand removal of additional bone. It is reported procedure was delayed approximately 45 minutes. No additional information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Common name: blade, saw, general & plastic surgery, surgical . A service history review was completed: the item was received in normal condition. No service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. Saw blade parallel 12mm/25mm/4mm shortening 45 deg cut-ster. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The customer's complaint that the blade did not function properly could not be confirmed. The device was evaluated and the complaint wasn't reproduced. Without reproduction of the reported problem the root cause of the reported problem can not be determined. (B)(6).

Manufacturer narrative:
This device used for treatment and not diagnosis. Lot number cannot be confirmed as synthes lot number. Implant/explant date: device is an instrument and is not implanted/explanted. The device was returned and the investigation is ongoing. Placeholder.